Event description:
It was reported that noise oversensing was present on this right atrial (ra) lead. All electrical measurements remain in-range and stable. The patient reports falling on their shoulder around the time that the noise oversensing began. Provocation maneuvers were performed and the noise was able to be reproduced. A chest x-ray is expected with further monitoring to be performed. This ra lead remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.